Manufacturer narrative:
Engineering review of the log files confirmed there was evidence of poor telemetry which resulted in various errors within the messages between the device and programmer being sent and received. There was no evidence of a device malfunction; there were no other faults or suspicious entries in the log files. The device functioned normally after the reset. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a device follow-up, during the collection of captured s-ecgs, the device halted midway through and would not proceed any further. Two other programmers were used, and a message "no devices were found. Try repositioning the wand to increase communication strength" was observed. The telemetry wands were replaced, with no improvement. A boston scientific technical services consultant provided trouble shooting steps, and in the end a magnet reset of the device was performed. The device was then successfully interrogated and device data was submitted to technical services for review. No adverse patient effects were reported.